Manufacturer narrative:
Other text: g3: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was observed between the extension tube and the valve. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information provided h.2 and h.6. Three photos were received for evaluation; only one photo corresponded to this complaint. Visual inspection of the photo showed an extension set; the part number and lot were not legible, and the device was not observed in the photo. Functional testing was not performed, since no device was returned; the reported issue could not be replicated. The reported complaint could not be confirmed. No root cause could be determined as no device was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g1, please direct those to the following: regulatory.responses@icumed.com.